Manufacturer narrative:
Product not sold in the u.s. Complaint is still under investigation.

Event description:
Needed reoperation - change of the broken head.

Manufacturer narrative:
Further information received indicates this product is not sold in u.s. This product was originally reported in error. Depuy considers this investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation.